Event description:
It was reported that this inflatable penile prosthesis (ipp) reservoir herniated out of the space of retzius into the abdomen, causing the abdominal wall to distend and the component to become palpable through it. A revision surgery was performed to remove and replace the component with a spherical one. No additional patient complications were reported.